Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft (bsg) on (B)(6)2026. The inferior mesenteric artery and lumbar arteries had been pre-embolized. After the afx2 bsg was deployed via the right access the contralateral leg was deployed. Balloon touch-up was performed on the entire graft. A type ii endoleak from a lumbar artery was confirmed, the procedure was completed as it was judged to be non-problematic. On (B)(6) 2026, a type iiib endoleak was observed at the mid-section of the afx2 bsg, corresponding to the saccular aneurysm site during a post-operative follow-up. The patient is asymptomatic and no additional procedure is planned.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that it is unclear if the endoleak is a persistent type ii vs a type iiib endoleak; therefore, the type iiib endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of complaint cannot be determined. No procedure related harms could be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.